Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation is hence not closed. A medwatch follow up will be submitted once the investigation is completed.

Event description:
During kit inspection, two missing screws out of three were missing on the double trigger handpiece. It was not used on surgery so no patient harm and no delay has been reported.